Event description:
During an emergent case the impella cp was inserted in left femoral artery. The catheter kinked due to patient tortuosity. A second impella cp was opened to finish the case. Manufacturer response for impella cp catheter kit, (brand not provided) (per site reporter). Rep requested return of product and will issue a no charge replacement.